Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6.. Reported event was confirmed by review of x-rays reviewed by a third party hcp noting superolateral dislocation of the left hip and osteopenic bone quality. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802802, femoral head, 64123490. 00500104428, liner, 64521347. 00811400000, cpt stem, 63890404. Report source: report source (B)(6). Customer has indicated that the will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced a left hip dislocation approximately 1 week post implantation and was revised the next day. Attempts have been made and additional information on the reported event is unavailable at this time.